Event description:
It was reported that during follow-up, low impedance was observed. It was also noted that the capture threshold had increased and sensing decreased. The physician elected to continue to closely monitor the patient. The patient is doing well.

Manufacturer narrative:
(B)(4).